Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4). Device not returned to date.

Event description:
As reported (B)(6) 2016 a patient of unknown age and gender presented for an endovenous laser procedure. During the procedure, it was noted under ultrasound, the fiber had fractured inside of the sheath, causing the sheath to fracture off inside of the patient with the fragment of laser fiber inside of it. Via a cut down, the fragments were successfully removed. The defective device was set aside and a new of te same device was used to successfully complete the procedure. It was reported the patient suffered no permanent harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customers reported complaint of a fractured fiber could not be confirmed because no sample was returned for evaluation. A review of the lot history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Angiodynamics' supplier was notified of the event via scar 003107. The vendor provided a DHR review for the reported lot. The DHR reported there were no abnormalities during production of the device. At the vendor facility, c-technologies, manufacturing and inspections procedures include a 100% inspection of the entire fiber, including the quality of each strip. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test the fiber tip is examined closely for damage. During the packaging step, the fibers are inspected for damage. Without receiving product to evaluate, the root cause cannot be determined, although it is unlikely that the fiber was fractured prior to packaging. The most likely root cause to this event is due to handling after the device left the angiodynamics facility. The directions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).